Event description:
It was reported that the customer's insulin pump case was broken and there was a line going down the middle of the screen on the insulin pump, making it difficult to read. Customer's blood glucose was 220 mg/dl. Customer was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector at lcd board. The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and corroded battery tube.